Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 477 mg/dl and current blood glucose was 398 mg/dl. The customer reported that, the infusion set had air bubbles in it and looked like the line was stretched or something. Customer could not troubleshoot for issues as customer already discarded infusion sets. The customer declined troubleshooting for the high blood glucose. The blood glucose went down to 105 mg/dl. The device will not be returned for analysis.